Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01632. This report is being submitted as additional information approximate age of device ¿ 3 years and 11 months. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated the patient passed out while washing up in (B)(6) and was brought to the local hospital. The patient expired on (B)(6) 2018, and the pump was not be returned for analysis. Although no device-related issues were reported, the hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had traveled to (B)(6). The family reported that the patient passed out while washing up and was brought to the local hospital where the patient expired. No further information was provided.